Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the green light on the patient's mpu being off was confirmed. The mpu was evaluated by technical services. The power supply pcb was found to be defective and was replaced with a new part which resolved the reported issue. Visual inspection of the power supply pcb revealed that it was in unremarkable condition. No burn marks or signs of fluid ingress were noted. Analysis of the pcb found that the fuse and switching transistor were damaged, which would have prevented the mpu from providing power to a system controller. The damaged components were located in the transformer's primary side circuitry. After the power supply pcb was replaced a full functional checkout was performed and the unit passed all tests. The unit was returned with the customer power cord to the customer site. A log file was submitted for evaluation; however, neither of the reported event dates ((B)(6) 2018 and (B)(6) 2019) were captured as the log file data ranged from 07-jan-2019 to 25-jan-2019. The specific cause of the component damage on the mpu's power supply pcb was unable to be determined during this investigation. Abbott is continuing to monitor this issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(Date of implant) represents the date the patient was placed on lvad support. The mobile power unit is not a single-use device. The date the device was issued to the patient is not known therefore the approximate age of device will be provided with the final device analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient observed alarms from mobile power unit ((B)(4)) waking him up in the middle of the night. The patient switched to batteries then checked mpu, but there was no green light observed. The batteries were changed on mpu and different outlets were tested without success. The hospital owned unit ((B)(4)) was given to patient. It was also reported that this same event occurred on (B)(6) 2019, on which date the patient was given power module. The vad coordinator did not note any pocket controller alarms and was advised by the customer to obtain log files in the next routine clinical visit. There were no other alarms, malfunctions,or events noted.